Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, post-paced t wave oversensing on the ventricular lead was observed via stored egm. Patient was asymptomatic. Programming changes will be made. Patient was fine.